Event description:
We used another brand of bedwetting alarm before (ramsey coote) but did not have very good success. So we started using the malem ultimate alarm. The alarm is defective. It overheats when in put in batteries. This is not a battery related issue as the alarm gets hot with different battery brands as well. The hot alarm burnt my daughter's neck near her chin at night and she has a stinging like sensation. This alarm is defective and not safe. I will contact and return it back to the MFR. The alarm gets very hot and it is impossible to hold in the hand.